Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump had minor scratched display window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump screen was scratched. He also reported that he had been having low blood glucose due to using a bad meter. He was hospitalized for low blood glucose and stated that his wife told him that he had been in a comatose state. The blood glucose reading at the time of admission was 40 mg/dl. The blood glucose reading at the time of the report was back up to 249 mg/dl. He stated that he kept the insulin pump in his pocket while at work.

Manufacturer narrative:
Additional information has been provided that was not included with the initial report. The additional information has been included with this report. The insulin pump passed volume accuracy test.